Manufacturer narrative:
(B)(4). The customer report of a leaking catheter could not be confirmed through investigation of the returned sample. The customer returned one mac catheter for analysis. It was observed that the obturator component was inserted over the hemostasis cap. Signs of use in the form of biomaterial were observed. Visual analysis of the mac body did not reveal any obvious defects or anomalies. Likewise, analysis down the proximal opening of the hemostasis cap did not reveal any defects with the internal valve. The outer diameter (od) of the distal extension line measured 4.77mm via calibrated caliper, which was within the specification limits of 4.70mm-4.80mm per the distal extension line extrusion product drawing. The inner diameter (ID) of the distal extension line measured 0.116" via calibrated pin gauge, or 2.946mm, which was within the specification limits of 2.90mm-3.00mm per the distal extension line extrusion product drawing. The od of the proximal extension line measured 2.91mm via calibrated caliper, which was within the specification limits of 2.90mm-3.00mm per the proximal extension line extrusion product drawing. The ID of the distal extension line measured .084" via calibrated pin gauge, or 2.1336mm, which was within the specification limits of 2.11mm-2.21mm per the proximal extension line extrusion product drawing. The valve and mac device were leak tested according to three different parameters per specifications. Low pressure leak resistance test: the psi catheter was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42kpa for 30 seconds. No leaking was observed. Liquid leakage test - hemostasis valve with a lab inventory 7.5fr catheter inserted. The parameters from the low-pressure leak resistance test were repeated with a lab inventory catheter inserted into the sheath. The sheath was pressurized with to 42kpa for 30 seconds and no leaks were observed from the hemostasis valve. High pressure leak resistance test: with both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the assembly is intact. No backflow across extension lines or inter-lumen crossover was observed during functional testing. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of access device to minimize the risk of cutting or damaging access device or impeding flow". A device history record review was performed based on a potential lot number, and no relevant findings were identified. The returned mac passed all relevant dimensional and functional requirements including leak testing performed per iso. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "when an antibiotic was administered through the cvp side tube, the solution was found leaking from the catheter insertion site." The catheter was removed and replaced with a new kit. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when an antibiotic was administered through the cvp side tube, the solution was found leaking from the catheter insertion site." The catheter was removed and replaced with a new kit. No patient harm or injury. The patient's current condition is reported as "fine".